Event description:
It was reported that the patient experienced complete heart block. It was also reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture was noted. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.